Manufacturer narrative:
Exemption number: e2014018. Investigation on-going at the time of this report. Investigation findings will be provided in supplemental report when available.

Event description:
Country of complaint: (B)(6). It was reported that during an operation, a single use, disposable dissection forceps was attempted to be used, however, the end of the forceps did not open. Device was not able to be used. No additional information is available at the time of this report. Additional information has been requested and will be provided in a supplemental report if/when received.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: no product available and therefore it is not possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: unfortunately, due to a lack of data, and without the product we can not determine the exact cause. According to the quality standard and DHR files, a material defect and production error can be excluded. There is the possibility that vessels would have been grasped. No CAPA is necessary.